Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Uveitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Approximately, a 2 clock hours cyclodialysis cleft resulted in hypotony (os) which was treated with steroids for three (3) weeks. The hyphema was characterized as grade ii (1/3-1/2 ac vol.) Which was resolved (without sequelae) with treatment of steroids drops and glaucoma drops. Reportedly, the patient was not anti-coagulant medications. The hypotony resulted in decreased vision which improved. The postoperative inflammation was described as uveitis which did not required medical/surgical intervention. The stent could not be visualized, and no report of adverse event due to the stent¿s positioning, and the patient was being monitored. The patient¿s prognosis was reported as ¿good, prognosis guarded¿ with adverse event resolved.

Manufacturer narrative:
(B)(4). The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated. The device remains in the patient's eye; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent, cyclodialysis cleft, hypotony, decreased vision, and hyphema are identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. And, the IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with chronic eye inflammation which was not studied in the pivotal trial. The root cause of the event is likely related to the patient existing condition which prevented placement of the stent, resulting in clinical sequelae. (B)(4).

Event description:
It was reported that following cataract surgery, the surgeon was unable to successfully implant a trabecular micro-bypass stent in the patient¿s eye due to scarring associated with a posterior uveitis. Reportedly, there was some disinsertion of the iris root, and the stent inadvertently went into the posterior chamber, "likely on top of the zonules near the ciliary body". The surgeon attempted to retrieve the stent, but decided against removing it in order to avoid causing "more harm than good". After conferring with the medical monitor, the surgeon reported the following additional information on 08/05/2018: the cleft created by the surgeon induced numeric hypotonic on the first day postop with iop at 2 mmhg and bcva at 20/80. As reported, "the chamber was formed and the cornea had some strike from the hypotonic". Not much inflammation or heme was observed in the chamber. The patient was then scheduled for re-evaluation. Post re-evaluation, the surgeon provided the following additional information on 08/06/2018. The patient¿s bcva remained unchanged at 20/80 with iop of 0 mmhg. There was no striae on the cornea, and the anterior chamber remained formed with 1+ fast moving red blood cells (rbcs) and dilated pupil (with atropine- pred forte 6x daily). The optical coherence tomography (oct) showed signs of hypotony with scleral folds, but no cystoid macular edema (cme). Additionally, due to the soft condition of the eye, a suboptimal gonioscopy was performed and showed the cleft at the nasal angle, but the stent could not be visualized. The surgeon expressed concern that the cleft will not easily close with traditional methods (atropine and steroids) if the stent is lodged inside the cleft. In response to the surgeon¿s concern, the medical monitor advised the surgeon to continue monitoring the patient with use of atropine (tid) and reduction of eye drops (pf to 4x a day). Per the medical monitor, the cleft may close spontaneously, and the surgeon should wait at least one (1) month before further intervention. Additional information is being requested.